Manufacturer narrative:
(B)(4). A review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control (qc), specifications and a visual inspection of the one returned catheter was conducted during our investigation. The visual examination of the returned device noted the balloon was separated in two halves circumference. Per quality control specification, there is 100 percent verification tat the balloon catheter does not leak. Each device is shipped with an instructions for use (IFU), that describes the intended use, warnings and precautions. Based on the information provided and the results of our investigation, we are unable to determine with certainty the root cause for the reported difficulty. However, we have notified the internal personnel and will continue to monitor this device.

Event description:
Initial information provided on (B)(6) 2015 stated that the pta balloon ruptured; lower than indicated burst pressure. Additional information was provided (B)(6) 2015 that the balloon burst circumferentially. No other details were provided. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
During a procedure, the balloon burst circumferentially. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.